Event description:
The doctor called with iegms of noise on the rv lead resulting in inappropriate shocks. The threshold, impedance, and sensing were all fine and no noise could be reproduced. It was recommended that this device be removed from service. To date, this device still remains implanted, but therapy has been turned off.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the MFR of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.